Event description:
It was reported that the lead integrity alert triggered due to electromagnetic interference. It was also reported that when the device was interrogated, the electromagnetic interference corresponded with the time the patient was in the pool. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.